Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient was getting an MRI to find out if there was an infection in the pelvic area and ball and socket of the hip because the patient was having some issues with some severe pain and inability to bear weight. Regarding the procedure being related to the device/therapy, it was noted ¿as far as we know its knot related¿. The patient¿s physician had to get this cleared up because they were supposed to be implanting a pain pump in the patient. No further complications were reported/anticipated. Additional information was received from a healthcare provider (hcp). The hcp did not have any information regarding the patient¿s symptoms or the patient having any infection, and did not order the MRI for the patient because the patient was not supposed to have an MRI. The last time the hcp saw the patient was march 21, 2017 and there was no information of an infection. No further complications were reported/anticipated.